Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the blade mount lever of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the blade mount lever of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the blade mount lever was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a barrel fracture was found, which can be caused by a material integrity issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.